Manufacturer narrative:
Result - brakes were not holding due to worn gill brake plate kit.

Event description:
It was reported by service report that the brakes were not holding. No pt involvement or adverse consequences were reported.